Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-nov-25. It was reported that the cause of the low impedances was unknown, x-rays were not performed yet, so it was unknown if the fall moved the leads. The rep also reported that the low impedances did not resolve, and the leads would be replaced if needed. Lastly, it was noted that the patient would see the doctor for the x-ray in (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient fell about a year and a half prior to the report and the stimulation hadn¿t been the same since; it was not hitting the correct places. Impedances were checked and two electrodes showed low impedances. The rep reprogrammed and even at the top of the lead, the rep did not get the patient¿s major area like they did before the fall; it was in her back and legs but now just legs. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.